Event description:
As reported, the thermogard console (sn (B)(6)) displayed an "air trap sensor" error message. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The thermogard console was not returned to zoll for evaluation. The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console (sn (B)(6)) generated an air trap alarm was not confirmed during the analysis of the event log or functional testing. The customer reported issue was not duplicated during the testing, and the thermogard console functioned as intended. The root cause of the error messages observed by the customer was probably caused by condensation on the air trap chamber, due to high humidity during the event. During initial functional testing, the thermogard console passed all the tests without any fault or error. Upon review of the event log, no irregularities were found. Following service, the thermogard console passed the final functional test and electrical safety test without any error.